Event description:
Multiple reports identified by customer: 4 of 4 on (B)(6) 2015, baxter (B)(4) technical support was contacted by nutritional parenteral home care, to report a leaking total parenteral nutrition (tpn) bag. The occurrence date was an unidentified day in (B)(6) of 2014. The bag was reported to be a 2000ml tpn therapy bag, model number 740, lot number unknown. The tpn therapy bag is used to infuse tpn solution to patients. The bag documented in this report was compounded by nutritional parenteral home care, and delivered to a patient for in-home therapy. The leak was discovered by the patient, post-delivery, but prior to infusion. No adverse events occurred. The bag was returned to nutritional parenteral home care, where it was discarded. No sample is available for evaluation.

Manufacturer narrative:
Batch review: no batch review was possible in this instance, as the customer discarded the bag and was unable to provide a lot number at the time of this report. No product samples were available for inspection; however, the customer stated that they found a user error in their handling practices, which resulted in the bag leak. In addition, the compounding pharmacy stated this was an in-home patient reported event, which indicates that the bag did not leak at the time of compounding, post-compounding quality control check, or at the time of packaging. As the bag leak was only discovered after delivery to the patient's home, this would indicate the damage was most likely the result of handling, packaging, transportation, or storage conditions. Method: no testing methods performed. Results: none. Conclusions: user error caused event. Device discarded by the customer.